Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was a blurry and foggy image. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope produced a blurry and foggy image from the scope camera, even after cleaning. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device produced a blurry and foggy image from the scope camera, even after cleaning. The issue was found during inspection for use. There were no reports of patient involvement.